Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test. Basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range. (B)(4).

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test. Basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches and screen was hard to see. The customer¿s blood glucose level was unknown. The customer was reported that the insulin pump had unexplained no delivery alarm, reject battery alarm. The insulin pump will not be returned for analysis.